Manufacturer narrative:
The pump was received with operating currents within specification. However, the pump failed the displacement test and was followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The motor position encoder error alarm was confirmed in the history file due to the out of phase motor encoder signal. Unable to perform the unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or self tests due to the constant motor error alarms. The pump had a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.